Manufacturer narrative:
G2 - report source: medwatch voluntary MDR report #: mw5122846.

Event description:
It was reported that the patient presented with failure to capture exhibited by the left ventricular lead. No further information was available.